Manufacturer narrative:
The reported complaint has not been confirmed, as reported device has not been evaluated at this time. Reporting customer states "(B)(6) would like to speak to b.braun tech first on in-house data downloading before the pump gets sent into b.braun." There is not sufficient information available to determine the root cause for this reported complaint. Ongoing communications with customer to collect additional information is still in progress.

Manufacturer narrative:
The complaint was not confirmed for the reported issue. Upon receipt of the reported device from the customer, the device underwent three volumetric accuracy evaluations. These evaluations were performed in accordance with the customer statement and the review of the device operation log activity. The results of these evaluations were in specification. Volumetric accuracy evaluation results: test 1: 150ml/hr (15mg/hr; dl: nicardipine) with vtbd of 13.3ml tested in specification at 139.9ml. Test 2: 100ml/hr (10mg/hr; dl: nicardipine) with vtbd of 23.4ml tested in specification at 23.7ml. Test 1: 100ml/hr (15mg/hr; dl: nicardipine) with vtbd of 18.2ml tested in specification at 18.5ml. Device operation log review: the device operation log shows a dose start on (B)(6) 1990 (date error) at 11:07am at set rate 150ml/hr and vtbd of 180ml (15mg/hr; dl: nicardipine). Device was placed on hold at 12:02 pm with volume infused of 138.3ml. A dose data accept of 100ml/hr with vtbd of 41.6ml (10mg/hr; dl: nicardipine) and a dose start at 12:03 pm. Device was placed on hold at 12:17 pm with volume infused of 23.4ml. A dose start at 12:18 pm. Device sent into kvo at 12:29 pm. Infusion was stopped at 12:30 pm with volume infused of 18.2 ml. No further infusions recorded. Performed preventative maintenance service.

Event description:
It is initially reported by the customer that outlook es infusion device had malfunctioned. Customer states patient received an over dosing of IV cardene. Customer states "at 7:30am, patient was accessed, noted an IV pump error 15mg/hr, pump changed to 5mg/hr, rate continued at 100ml/hr. Bp lowered more than it was suppose to be, this occurred with a stroke patient, transferred to ICU."